Manufacturer narrative:
The pump received with blank display due to broken solder joint in the interface board. The pump had a scratched lcd window, cracked case display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they had a blank display. The blood glucose at the time of the incident was 156 mg/dl when the customer mother called back. Mother states the customer has been off the pump, since the display did not return. She notes they were sent a replacement battery cap, but issue continued. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.